Event description:
It was reported that the rigid video laparoscope displayed scope communication error e226 and the image went black. The event occurred during a cholecystectomy therapeutic procedure while the patient was under sedation. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.